Manufacturer narrative:
We received one 831f75 catheter with an attached monoject 1.5cc limited volume syringe for examination. The reported event of balloon inflation issue was confirmed. The balloon had an interlumen leakage at the backform between the distal extension and inflation extension lumens. An x-ray was taken of the backform to confirm the leakage. All other lumens were patent without any leakage or occlusion. No visible damage was observed from the rest of the catheter body or returned monoject 1.5cc limited volume syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed. (B)(4).

Event description:
It was reported that when the rn went to inflate the balloon to obtain a pawp wedge pressure, the waveform did not change. The rn tried to allow the balloon to passively deflate as per routine. No air came back into the syringe. The rn alerted the cardiologist and removed the catheter. The patient was asymptomatic despite potentially having 1.5 cc air bolus into his pulmonary artery. Upon inspection after removal, the balloon was found to have a tiny hole. There were no patient complications.